Event description:
It was reported that the patient had the inflatable penile prosthesis removed due to fluid loss from a break at the base of the cylinders, resulting in the device not inflating. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. There were no patient complications in relation to this event.